Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during the surgery with matrix for the spondylolisthesis, the surgeon could not remove the polyaxial screw head easily despite many attempts. Reportedly the polyaxial screw head had been removed while the surgeon was rotating the handle of the plier in the polyaxial head. The surgical delay was 30 minutes. There were no adverse consequences to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: eval lot 6499683. Due to an unknown cause, during the surgery with matrix for the spondylolisthesis, the surgeon could not remove the polyaxial screw head easily despite many attempts. Allegedly the polyaxial screw head had been removed while the surgeon was rotating the handle of the pliers in the polyaxial head. The part was received undamaged; part assembles as designed. The dimensions of the part are per specification. Based on the evaluation and the unknown cause, this complaint is considered unconfirmed and is not manufacturing-related. Product investigation: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.